Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump exhibited a leak was identified. A white powder was identified at the connection between cadd cassette line and line extension. No patient injury or complications were reported in relation to this event.